Manufacturer narrative:
Initial MDR submission with device evaluation. It was reported the needle came off the syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show a packaging box labeled as 'izervey.' Next to the box there is a syringe and needle assembly with the plastic shield. No other information could be obtained from the photos. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 305106, batch # unknown. It was reported by customer that the filter needle came off and medication came out of syringe. The reporter has responded back and clarified that the 30-gauge needle not the filter needle with the cap popped off when the doctor was trying to push the medication up. No patient harm.